Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the red alarm port of the level sensor module to be severely damaged as the user facility broke off the plug end of the level sensor in the level sensor module.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor connector was broken off into the level module. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue. The level sensor had already been disposed of by the perfusionist. The fsr replaced the level module and installed a new level sensor. The unit operated to the manufacturer's specifications. The level module was returned to the manufacturer for further evaluation. The information of the level module was part number: 802111, serial number: (B)(4), and UDI: (B)(4).